Manufacturer narrative:
Investigation completed on a smith medical fluid breathing/portex general anesthesia circuits received with no visual defects noted. Test was completed and unable to duplicate event as no leak was found. Complaint was no confirmed.

Event description:
Information received a smiths medical investigation completed on a smith medical fluid breathing/portex general anesthesia circuits malfunctioned. During the pre-use check, the customer found leakage of air from the breathing circuit. No patient injury.